Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion seal cracked. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation with complaint that the downstream occlusion (dso) seal was cracking. Device has not previously been in for service. Event log contained no notable events. Visual inspection confirmed complaint. The dso sensor was replaced.